Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 silicone cover on the end of the jaws was torn. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the cold jaw silicone boot was peeling along the top and sides. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot torn" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).